Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿endoscope reprocessed at oer-elite with overdue water filter replacement¿ issue could not definitively be determined, however, it is possible that there was difference in recognition about handling devices and reprocessing steps between recommendations of olympus and the user facility. The event can be prevented by following the instructions for use section below: ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer went to the customer site and replaced all the filters to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing with the endoscope reprocessor, they observed an e001 error indicating that the device is filling too slowly. The subject device, evis exera gastrointestinal videoscope, was incorrectly reprocessed and used for the next procedure. There were no reports of patient harm associated with this event.